Manufacturer narrative:
It is unknown which product was involved in this event. Should additional information become available, it will be provided in a supplemental report.

Event description:
It is alleged that a patient had a screw implanted during a three level fusion in 2014. The patient began to experience pain following the surgery. On (B)(6) 2015, x-rays revealed that the screw had broken. In (B)(6) 2016, plaintiff underwent a seven level fusion, at which point the broken screw was removed.

Manufacturer narrative:
Results: device history review could not be performed as the reported device was not identified. Device evaluation could not be performed as no items were returned. Complaint history review could not be performed as the reported device was not properly identified the event could not be confirmed nor the root cause of the reported event determined because no device and/or insufficient information was provided for review.

Event description:
It is alleged that a patient had a screw implanted during a three level fusion in 2014. The patient began to experience pain following the surgery. On (B)(6) 2015, x-rays revealed that the screw had broken. In (B)(6) 2016, plaintiff underwent a seven level fusion, at which point the broken screw was removed.